Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can the lot number of the device be provided? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? Was there a diverting colostomy performed at any time during the course of patient care? If so, when? How was the postoperative issue identified? Can more information be provided on patient treatment? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape of the staples. What is the current status of the patient?

Event description:
It was reported that the patient's indication is rectum cancer, did the surgery on (B)(6) 2019. Anal endoscopy was performed on (B)(6) 2019. The right posterior wall of the anastomotic stoma was split about 1/3 times. The local edema was obvious and it was not suitable to oversew with suture for the time being. Therefore, the anal canal was inserted through the anus after local washing and cleaning. The vaseline gauze covered the fistula. Noted black red fluid flow from the canal on (B)(6) 2019.